Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with chips around the bottom of the pump and cracks near the latch/lock and rd jack. Event history log review was performed and found evidence of reported problem. Visual inspection, user mode testing and occlusion testing were performed. Th customer's reported "hip alarm" problem could not be duplicated. According to the investigation, functional testing and attaching/detaching a cassette did not reproduce the error. The investigation reported that one instance of ec 1660 (wdt error) was recorded in the log preceded by a battery low/power down sequence. According to the investigation, this error was caused by the sudden power down. However, due to the multiple entries in the event log for the reported error and other related errors the pump downstream occlusion sensor will be replaced as preventative maintenance. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump exhibited "hip alarm". Reported no patient involvement. No reported adverse effects.